Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3671ds fibertak® biceps disposables kit's drill became stuck inside the guide. This was discovered during a procedure with no patient harm. The procedure was completed by performing a rotator cuff fasciotomy. Additional information was provided 14-apr-2026: it was further reported that this was discovered during a rotator cuff repair procedure and the case was completed using a 2.6 fibertak. The patient's bone quality was described as good. No patient harm was reported, no case delay was experienced, and no additional anesthesia was administered.